Event description:
It was reported that this right atrial (ra) lead exhibited high out of range shock impedance measurements, measuring greater than 2500 ohms. Additionally, there was amplitude out of range. It was suspected that this ra lead was fractured. The patient was seen in-clinic and the physician elected to program the lead to unipolar and continue routine monitoring. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range shock impedance measurements, measuring greater than 2500 ohms. Additionally, there was amplitude out of range. It was suspected that this ra lead was fractured. The patient was seen in-clinic and the physician elected to program the lead to unipolar and continue routine monitoring. No adverse patient effects were reported. This device remains implanted.